Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contributed to death or serious injury. The product is not available for evaluation. According to the device history record, the devices met specification prior to market release. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
(B)(4). The report alleged a product problem. Physician report defective device. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. No additional information is available.